Manufacturer narrative:
The renasys go and power supply khag180772, used in treatment has not been returned for evaluation. Therefore, a relationship could not be established between the device and the reported suction and failure to alarm complaints. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for both failure modes have been reviewed and similar instances have been found. Further investigations are being conducted to determine if additional actions are required. In conclusion this complaint has been finalised no fault found. Suction failure can occur as a result of an insufficient seal on the dressing, and can also be as a result of defective diaphragm pump. Alarm thresholds are set after thorough testing to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently, in this instance therapy will still be delivered. Without return of the device, a root cause for the reported issues could not be established. All users are advised to read and follow the instructions for use. The device is equipped with high flow/leak, low vacuum and complete blockage/canister over-capacity alarms to alert users to these events occurring during therapy. These alarms are designed to activate based on changes in pressure status detected by device. However, there are scenarios that may occur during therapy that can impact alarm functionality. Therefore, it is important that patient, device and wound dressing are monitored at an appropriate interval to ensure therapy is being delivered.

Event description:
It was reported that the pump is unable to achieve proper suction and no alarming when seal lost.